Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/16/2016, that on (B)(6) 2016, the patient experienced a skin reaction. Patient's dermatologist prescribed cordran for the skin reaction on (B)(6) 2016. Additional event or patient information is not available. No product or data was returned for investigation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.